Event description:
Device was used to implant the surgical tape mesh in 2003. Two months later the patient presented with infection symptoms. The patient was hospitalized for antibiotic therapy and evacuation of a hematoma at the surgical site.